Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with 1 ml juvéderm® volbella¿ with lidocaine to the upper and lower lip. Patient experienced late nodulation on both lips beginning 5 months later. Injectable hyaluronidase and corticoid provided as treatment. Symptoms were resolved approximately 2 weeks later.